Manufacturer narrative:
Product labeling states the measuring range for vitamin d is "3.00-70.0 ng/ml or 7.50-175 nmol/l (defined by the limit of detection and the maximum of the master curve). Values below the limit of detection are reported as <3.00 ng/ml (< 7.50 nmol/l). Values above the measuring range are reported as >70.0 ng/ml (> 175 nmol/l)." For dilution testing, product labeling states "samples with vitamin d (25-oh) concentrations above the measuring range can be manually diluted with diluent universal or a suitable human serum with a low analyte concentration. The recommended dilution is 1:2. The concentration of the diluted sample must be >30.0 ng/ml (> 75.0 nmol). After manual dilution, multiply the results by the dilution factor 2. The endogenous analyte concentration of the human serum used for dilution has to be taken into account." The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d assay results for one patient tested on a cobas 6000 e 601 module. After the patient's initial vitamin d result, the customer performed dilution testing. The customer aliquoted the patient's sample and used a sample cup for dilution testing. The patient's undiluted vitamin d result and the patient's 1:4 diluted vitamin d result were reported outside the laboratory. On (B)(6) 2021 and at 09:28, the patient's initial vitamin d result was 70.00 ng/ml with a data flag. On (B)(6) 2021 and at 13:12, the patient's vitamin d result with a 1:4 dilution was 62.16 ng/ml. On (B)(6) 2021 and at 14:03, the patient's vitamin d result with a 1:3 dilution was 53.04 ng/ml. The field application specialist advised the customer to perform a 1:2 dilution with the patient's sample. On (B)(6) 2021 and at 13:46, the patient's vitamin d result with a 1:2 dilution was 29.50 ng/ml. The vitamin d reagent lot number was 573620 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The customer inspected the patient's sample and reported the sample had no fibrin clots or strands. Also, there was no foam on the vitamin d reagent. The customer's calibration and qc results were within the acceptable range. Based on the available data, a general reagent issue could be excluded. The investigation reviewed the system's alarm trace and there were alarms related to sample quality issues. The following sample pre-analytical details were requested but not provided: type of centrifuge used and sample clotting time. The customer confirmed no patient sample was available for further testing or investigation. The investigation did not identify a product problem. The cause of the event could not be determined.